Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a versiva 200 laser fiber, the fiber broke into two pieces in the proximity of the "green jacket", while removing from the scope. The fiber broke outside the patient toward the end of the procedure. Laser energy from a 20 watt lumenis laser was being used with the fiber. Per the complainant, the laser settings were ".06 and gradually increased to 10". The procedure was completed with another versiva 200 laser fiber, without any complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4)

Manufacturer narrative:
Visual analysis of the versiva 200 laser fiber showed that the exposed distal tip of the fiber measured .35 mm and appeared used. The black strain relief was present and in place, but not secured to the 'sub-miniature a' (sma) end of the fiber, and showed no evidence of heat damage or melting. There was no observed damage to the fiber face within the sma connector. The fiber was broken 71.5 cm from the distal end. Therefore, functional analysis could not be performed. The most probable root cause for this event was determined to be 'handling damage' since the break occurred outside the patient.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a versiva 200 laser fiber, the fiber broke into two pieces in the proximity of the "green jacket", while removing from the scope. The fiber broke outside the patient toward the end of the procedure. Laser energy from a 20 watt lumenis laser was being used with the fiber. Per the complainant, the laser settings were ".06 and gradually increased to 10". The procedure was completed with another versiva 200 laser fiber, without any complications to the patient, who is reportedly fine post procedure.